Event description:
Customer reported being hospitalized for low blood glucose levels. Customer was unable to troubleshoot pump, due to her impaired vision. Customer stated that she will call back with her family member to complete troubleshooting.